Manufacturer narrative:
S/w version 5.2 a. Retainer ring = black. Case type = ngp. Customer returned pump for alleged flashing medtronic logo and failed batt test found on (B)(6) 2023. Pump booted up properly once installing aa battery, no flashing medtronic logo was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test. The pump passed the displacement accuracy test at 0.0871 inches. The pump failed the sleep current test. The pump failed the self test due to appearance of pump error 75. Pump error 75 alarmed during testing on 06-jun-2023 at 7:50 am. No failed battery test alarms were noted during testing. Pump failed to vibrate during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed 11 failed battery tests on the event date of 05/08/2023, the first three are as follows: 13:03:22.000, 13:03:34.000, and 13:03:52.000. Pump alarmed a pump error 37 alarm on the event date of 05/08/2023 at 13:03:00.000. Pump alarmed 11 replace battery alarms on the event date of 05/08/2023 the first three are follows: 13:03:23.000, 13:03:35.000, and 13:03:52.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, lithium backup battery, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, and broken belt clip rails. Flashing medtronic logo and failed battery test were not confirmed during testing. Pump error 75 and high sleep current measurement were confirmed during testing due to moisture damage on the electronic assembly and lithium backup battery. Vibration absence was confirmed during testing due to moisture damage on the vibrating motor. Pump error 37 was confirmed in the pump history files and traces due to moisture damage on the motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a flashing medtronic logo. The customer also reported stating that the pump was not working and received a battery failed alert. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.